Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate, regarding 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, during insertion of the valve and delivery system through the sheath resistance occurred at the midpoint of the sheath and the devices could not be advanced. The valve became stuck in the sheath and could not be removed. Surgical cutdown was needed to remove the sheath and valve with the delivery system. A graft was sutured in place to the left iliac artery and proceeded with tavr procedure using a 16fr esheath through the graft. A second 26mm commander delivery system and 26mm sapien 3 ultra valve were placed in the aortic position successfully. Per the received pictures and information the sheath liner was torn and there was damage to the sheath shaft. A bent valve strut was observed.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery and post procedural pictures of the device was provided and reviewed. The following were noted: 3mensio imagery provided shows the access vessel sizes, calcification, and tortuosity present. It is unknown which side access was used for the first set of devices in this case (alleged resistance) therefore both the left and right access vessel calcification and tortuosity were noted. The right side appears to have undersized vessels (<5.5mm for 14f esheaths). Post procedure images of the sheath shows a liner tear and hdpe tear. The crimped valve appears to be protruding through the liner tear. The esheath material appears to have been damaged along the liner edge. The patient tissue appears to be stuck on the crimped valve. The following instructions for use (IFU) were reviewed: IFU for the esheath, commander delivery system, device preparation manual, and procedural training manual. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath and esheath liner torn and esheath damaged were confirmed based on imagery provided of the complaint device. Reviews of the DHR, lot history, and complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation; therefore, the sheath/liner damage was likely not present out of box. As reported, 'during insertion of the valve and delivery system through the sheath resistance occurred at the midpoint of the sheath and the devices could not be advanced'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. From the review of the 3mensio imagery, there was tortuosity and calcification present within the vessels along with undersized vessel on the right side. Calcification and undersized vessel can reduce the vessel diameter and may increase restriction leading to resistance. Calcification coupled with tortuosity can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. If high push force is used to navigate these sub-optimal angles, it is likely that the crimped valve interacts non-coaxially with the inner lumen of the sheath shaft causing the valve strut to puncture the liner and damage the sheath shaft. The shaft and liner could have also been damaged from interaction with calcification. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of thv getting caught on the sheath, resulting in bent valve struts. A CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). A pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. As such, available information suggests that patient factors (calcification, tortuosity, vessel size) and procedural factors (valve caught on sheath/liner and excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04496.